Manufacturer narrative:
Natus medical made attempts to get additional information (intensity readings, and pictures) to resolve the issue, without customer response. The natus shall provide a supplemental report, once information is provided by customer.

Event description:
The customer reported to natus that their neoblue3 led lights were flickering and some of the amber rows were completely out. The customer also stated they received 24v on all of the pins except pin 3 which was 18v. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.